Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was prompting an error 1 message when he was attempting to test his blood glucose. According to the ot ultralink owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 8 pm the alleged issue first occurred. The patient reported using insulin pump therapy to manage his diabetes. The patient reported increasing his usual intake of food or drink on (B)(6) 2014 at 8 pm. The patient reported about an hour later he developed nausea, vomiting and chills. The patient reported on (B)(6) 2014 at 10 pm he obtained a reading that was ¿over 400 mg/dl¿ on another meter. The patient reported on (B)(6) 2014 at 10 pm he gave himself 5.2 units of insulin as treatment. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes and required self-treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/14/2014). The patient¿s meter has been returned on 4/28/2014 and evaluated by lifescan product analysis on 5/1/2014 with the following findings: the meter involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.